Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4469 boston scientific lead; 383059 lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient had been having syncopal episodes but nothing had been recorded by their implantable pulse generator (ipg). It was also noted that the ipg was pacing below the programmed lower rate. The device remains in use. No further patient complications have been reported as a result of this event.